Event description:
Pt revised for loose femur and tibia. Tibia has subsided on medial side.

Manufacturer narrative:
Examination of the submitted femoral component revealed evidence suggesting implant loosening in vivo. Examination of the submitted tibial tray component did not find any evidence conforming the reported implant loosening. A search of the complaint database did not show any other reports against the product lot codes. The investigation could not draw any conclusions about the reported device loosening. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.